Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the batteries and completed preventive maintenance (pm), calibrated the iabp and performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Full name of the event site (B)(6).

Event description:
It was reported that battery # 2 failed runtime test on cardiosave intra-aortic balloon pump. There was no patient involvement and no adverse event was reported. It is unknown when the event occurred.